Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via direct left surgical artery. During the device operation, the aortic pressure signal (placement signal) measured and displayed by the pump was consistently approximately 20 mmhg lower than the invasive arterial pressure measured via the radial arterial line. According to the customer, the pressure transducer was functioning correctly, had been properly zeroed and positioned, and no technical issues were identified with the invasive monitoring system. Furthermore, the customer believes that such a significant pressure discrepancy cannot be adequately explained by physiological pressure differences related to vascular resistance or peripheral arterial pressure amplification alone. The customer is therefore requesting an investigation into the observed discrepancy between the pump placement signal and the invasive radial arterial pressure measurement. The device will remain in clinical use as deemed appropriate by the treating physician and will be retrieved for technical investigation and analysis upon explantation. The patient's outcome is stable.